Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that there was a speaker malfunction with confirmed no audio. The device was in use on a patient. There was no report of patient or user harm. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification the customer was shipped a replacement device. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This supplemental report is created with reference to manufacturer¿s report #1218950-2023-0065 for updated information. Updates have been made to the event or problem description (investigation), conclusion, evaluation method and results.

Event description:
The customer reported that they are getting an error message indicating the speaker is faulty and does not work. It was confirmed that there was no sound from the speaker. The device was in use on a patient. There was no report of patient or user harm. To resolve the issue, a replacement mx40 device was sent. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they are getting an error message indicating the speaker is faulty and does not work. It was confirmed that there was no sound from the speaker. The device was in use on a patient. There was no report of patient or user harm. The mx40 device was found to be faulty but not sent in to bench repair to be evaluated. Functional testing was not done. Based on the information available, the cause of the reported problem was unable to be evaluated; however, the reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.